Event description:
Patient experienced worsening pain medial aspect elbow. Patient underwent left elbow medial epicondyle hardware removal. Left elbow arthroscopic loose body excision and debridement. Fluoroscopic images taken during the procedure appear to verify fusion. No new hardware was implanted. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.